Event description:
Grid electrode put in patient. Noted numbering was wrong (out of order) after surgery when developing photo (59, 61, 62, 63, 64). Not sure whether just the numbering was wrong or it includes the wiring of the grid. Potentially can cause harm to patient. Since the grid was in, opted to leave it in the patient and continue to monitor. Grid was removed three days later.

Manufacturer narrative:
The decision to file this adverse event report is the result of a discussion with a FDA inspector during a facility inspection and the consequent re-review of the complaint. There was no alleged injury or death due to the malfunction. The product complaint form indicated that the current condition of the patient is fine. Evaluation summary: the electrode involved in (B)(4) was received on (B)(4) 2011 for evaluation. The electrode was sequentially numbered incorrectly as stated in the complaint (59, 61, 62, 60, 63, 64). The build template and code chart for the electrode are correct. The electrode was visually inspected during a scheduled qc inspection on (B)(4) 2010, and the incorrect numbering was missed. A final qc inspection is performed before packing. This qc inspection involved visual electrical inspection. The electrical continuity inspection of the electrode is 100%. Every contact is tested individually for cross connection with an analog meter (the pass criteria finds continuity, the fail criteria finds an open circuit). In addition, every contact is then tested individually again with a digital ohm meter. Each contact must pass within the electrical testing continuity parameters set forth in (B)(4). The electrode is tested with the contacts exposed, thus leaving the numbers on the contacts face down. The device history record of the electrode indicates the electrode passed inspection. The electrodes were returned to ad-tech with this tails cut. We were not able to perform any electrical testing at the time of return. Given ad-tech's process of electrical testing each contact individually twice (analog and digital), we are confident that the initial electrical inspection was performed correctly and that the electrode connector was wired correctly as per the numbering on the code chart (not per the incorrect sequential numbering on the electrode contacts). This incident did not involve a death or lead to a serious deterioration in the state of health. There were (B)(4) electrodes made with this lot number and batch number. The electrode remaining in stock was pulled from stock, re-inspected and was found to be numbered correctly. Ad-tech has re-inspected all numbered electrodes in the stockroom and did not find any electrodes that were numbered incorrectly, and have not received any similar complaints. Ad-tech firmly believes that this is an isolated incident and no recall is needed. Ad-tech is updating their qc inspection process to add an additional qc check point.